Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv0322 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the placer went to connect a syringe to the introduction needle, the needle was leaking air. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence, upon review it was determined that a reportable event had not occurred.

Event description:
It was reported that when the placer went to connect a syringe to the introduction needle, the needle was leaking air. No other information was provided.